Event description:
On march 9, 2007, the lay-user/pt contacted lifescan alleging that a one touch ultra 2 meter was powering off during use. It is not known when the alleged power issue started on the reported meter. One day earlier, the pt stated that the paramedics were contacted because she "wasn't moving." When the paramedics arrived, they tested the pt's blood glucose using an unidentified device and a result of "503 mg/dl" was obtained. The paramedics treated the pt with an unknown type and dose of insulin. During the time that she was with the paramedics, the pt indicated that she did not have any signs or symptoms of high/low blood glucose. The pt explained that she usually has a headache when her blood glucose is high. It would have been helpful to know the following info: when the alleged meter issue started, what her blood glucose levels were prior to the meter issue, and her testing frequency. In addition, it would have been helpful to know the pt's medication regimen, if she was following the regimen before and during the time of concern, and if the pt was hospitalized. This complaint is being reported due to the following conclusion: the pt alleged that she could not test her blood glucose because of the meter's power issue. The pt sought medical attention, obtained a result over 500 mg/dl, and received insulin treatment from the paramedics. It is not known how long the pt was unable to test her blood glucose because of the alleged meter issue.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.